Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received four scs (occipital, off-label) leads from the same lot number. It was reported the patient was not receiving effective pain relief from their scs system. Additional information received identified the patient had her entire scs system explanted and replaced with a new one. The physician electively replaced the patient's scs ipg; there was no known alleged deficiency of the ipg.